Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating, and the customer was unable to charge the pump due to damage to the tandem-provided usb charging cable. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Cause was not known. Customer changed pump supplies to address bg. The customer continued to use the pump for insulin therapy, and a new charging cable was sent to the customer.